Event description:
It was reported that the user experienced intermittent communication loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, during which the user elected to disconnect from the pump resulting in a recorded cgm glucose peak of 298 mg/dl; the agent advised the user to change supplies, and the device problem was characterized as intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included hyperglycemia without associated symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.